Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was not returned to for analysis and the valve remained implanted. A device history record (DHR) review was performed on the dcs and the valve. There were no correlations or issues identified regarding manufacturing. The devices were manufactured per approved and released manufacturing processes. No issues were noted that would have impacted this event. Dislodgement of the valve by the distal tip of the dcs is related to operator technique or experience. Per the evolut system instructions for use (IFU); ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. The use of a snare or balloon to reposition the valve after deployment is complete is not recommended per the instructions for use; once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and / or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and / or emergent surgery. Cardiac arrest is a known potential adverse effect per the evolut system instructions for use and may be related to patient medical condition, comorbidities, and/or procedural factors. Death is also a known potential adverse effect per evolut system instructions for use. A procedure or valve related death is an inherent risk when the patient condition is such that a prosthetic aortic valve is needed to sustain cardiac function. It can occur despite an ideal implant procedure or device functionality. As neither an autopsy nor an explant was reported to have been performed, a conclusive assessment of the relationship between the event and the device could not be reached. However, the death was specifically stated by the physician as being due to poor lung function, co morbidities and little cardiac reserve. In addition it was stated by the physician, that based on the patient¿s anatomy, a different manufacturer¿s valve would have been a more appropriate choice, however, that valve was unable to advance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-26, serial #: (B)(4), ubd: 03-jun-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a non-medtronic valve was attempted to be implanted but was unsuccessful due to kinking. During the implant of the medtronic transcatheter bioprosthetic valve, the valve was advanced and deployed successfully. Upon removal of the delivery catheter system (dcs), the valve dislodged supraannular. It was reported that the nose cone may have caught on the valve frame. Fluoroscopy indicated there was adequate coronary artery perfusion. An attempt was made to snare the valve, however hemodynamics deteriorated. Advanced cardiovascular life support (acls) was initiated. The snare was removed and an 18 mm balloon was used to move the valve slightly upwards. The patient began to regain hemodynamic stability and a second valve was advanced into position. Again the patient decompensated and acls was resumed. The second valve and dcs were withdrawn into the descending aorta and another attempt was made to snare the first valve. Snaring was unsuccessful and the second valve and dcs were removed from the patient. Another attempt was made to move the valve with a larger 22 mm balloon but was unsuccessful. After thirty minutes of cardiac arrest, the procedure ended and the patient expired. It is unknown if an autopsy was performed. It was reported that a medtronic employee was not involved in the pre-case planning for this case. Additional information was received that per the physician, the cause of death was the patient's poor lung function, co-morbidities and little cardiac reserve. Per the physician, the patient's anatomy suggested another manufacturer's valve would have been the appropriate choice, however that valve was unable to be advanced.